Event description:
According to the reporter, during an open cardiac bypass surgery, in suturing the blood vessel, three sutures broke. The surgeon used the device to suture the left internal mammary artery (lima) to the left anterior descending artery (lad). The suture body was broken during the bypass process, and the vascular anastomosis suture could not be completed. This caused the anastomotic stoma to be unable to close normally. The sutures that have been sewn are disconnected from each other. The surgeon needed to pull out the broken end of the suture. During this operation, the anastomosis was damaged mistakenly and it was necessary to trim the open end of the left internal mammary artery vessel and repair the side of the left anterior descending artery. The surgical time was extended for 15 minutes to disassemble and repair the device, and the final suture was more than 30 minutes longer than usual. After that, the suture from other manufacturer was replaced to complete the suture. It was noted that there will be additional operation performed to correct the issue. The patient is currently without life-threatening.

Manufacturer narrative:
Concomitant medical products: vp-74-x - vp-74-x surgipro*ii 6-0 blu 60cm cvda op, lot# d0e1192y medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was not returned, but three photos were available for evaluation. Visual inspection of one image showed many suture boxes stacked on a shelf. There were some suture packages in a bag outside of a box. One image showed two sealed suture packages. The suture that was inside of the package was intact. It was reported that the suture thread broke. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: h6: (removed imf code f1901). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the reporter, during an open cardiac bypass surgery, in suturing the blood vessel, three sutures broke. The surgeon used the device to suture the left internal mammary artery (lima) to the left anterior descending artery (lad). The suture body was broken during the bypass process, and the vascular anastomosis suture could not be completed. This caused the anastomotic stoma to be unable to close normally. The sutures that have been sewn are disconnected from each other. The surgeon needed to pull out the broken end of the suture. During this operation, the anastomosis was damaged mistakenly and it was necessary to trim the open end of the left internal mammary artery vessel and repair the side of the left anterior descending artery. The surgical time was extended for 15 minutes to disassemble and repair the device, and the final suture was more than 30 minutes longer than usual. After that, the suture from other manufacturer was replaced to complete the suture. The patient is currently without life-threatening.